Event description:
The first coil (subject device) was uneventfully implanted into the ruptured anterior cerebral artery (aca) aneurysm. The second coil was successfully delivered into the aneurysm; however, the physician was unable to detach the coil. The withdrawal of the second coil caused the migration of the first coil into the pericallosal artery. The physician was unable to retrieve the first coil. The procedure was completed using other coils. After the procedure the patient fell into a coma and currently remains in a vegetative condition.

Event description:
The first coil (subject device) was uneventfully implanted into the ruptured anterior cerebral artery (aca) aneurysm. The second coil was successfully delivered into the aneurysm; however, the physician was unable to detach the coil. The withdrawal of the second coil caused the migration of the first coil into the pericallosal artery. The physician was unable to retrieve the second coil. The procedure was completed using other coils. After the procedure the patient fell into a coma and currently remains in a vegetative condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The removal of the second coil due to a problem with detachment caused the migration of the subject device from its implanted site. Most probable that some procedural factors encountered during the procedure limiting the performance contributed to the reported coil migration. Therefore, a root cause of operational context has been assigned to the reported event.